Event description:
It was reported that the patient was unable to feel stimulation above the perception level. Amplitudes were auto reducing in some programs. Diagnostics revealed invalid impedances on the right lead and the right leg did not receive sufficient pain coverages when reprogrammed. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.